Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: not working, error b30 (scope communication error), no image displayed, the fiber bonding in the outer tube area (distal end) was damaged and dielectric strength is inadequate based on the results of the investigation, a probable root cause could not be identified. However, the device malfunction not working, error b30 (scope communication error) and no image displayed caused due to video cable was broken. In addition, dielectric strength was inadequate due to outer tube was damaged. The fiber bonding in the outer tube area (distal end) was damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope was chipped on the tip. There were no reports of patient harm.